Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Physician reports that a patient had essure inserted on (B)(6), 2011. Subsequently, the patient experienced pain and essure was removed on (B)(6), 2014 during a laparoscopic bilateral salpingectomy. The devices were in the correct place and no obvious abnormalities were observed. After the hysterectomy and essure removal, the patient's symptoms resolved.